Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system could not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to information collected, the system was not in clinical use when the issue occurred. The field service engineer (fse) went onsite and identified that the system cannot boot up. After troubleshooting, the root cause was determined to be a battery failure in the host pc motherboard. The philips engineer replaced the cr3025 battery. Following, the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.